Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient's hemodialysis treatment. Blood had reportedly pooled in the bottom of the dialyzer and in the water return line. No dialyzer damage was visible. The machine did alarm. Blood test strips were not used. The patient's estimated blood loss was approximately 300ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle returned wet with indication of blood exposure. Coagulated blood was noted within the dialysate compartment on the circumference of the fiber bundle on the cavity ID end. Coagulated blood was also noted between the screw flange and cut surface on both ends. Gross visual examination of the device noted a polyurethane (pu) delamination on cavity ID end of the dialyzer. The delamination manifested as a separation of the pu (potting material) from the dialyzer housing (wall). The delamination in the polyurethane (pu) potting extended under the silicone o-ring. No damage or irregularities were noted on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. During this review, a non-conformance was identified. The non-conformance indicated that blood and dialysate side drying air was out of parameter during manufacturing. All discrepant product identified within the non-conformance was discarded. No other deviations or non-conformances were identified during the manufacturing process which could be associated with the reported complaint. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot met all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on the cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-ring and compromised the seal between the pu material and the o-ring, which may have allowed a leak pathway into the dialysate compartment.